Event description:
The stapler adjustment knob broke off during the second firing and the vascular staple load incompletely fired. No harm to patient but has had patient contact patient contact. Soncision was used to complete the procedure. Manufacturer response for ethicon 45 mm stapler, (brand not provided) (per site reporter): rep will pick up the product for evaluation.